Event description:
Country of complaint: (B)(6). Diathermy on the handle (in the central part) strongly heats up. There is a very high probability of burning the operator. The client sent a unit with accessories.

Manufacturer narrative:
Evaluation: there was a short circuit within the handle, most likely caused by too high power. No systematic error is responsible for this event. Components in use include: gn640/ hf combi unit 300/ 100w auto cut contr. Pm438r/ jaw ins.bip. Maryland diss. Fen.5/310mm. Pm431r/ jaw ins. Bip. Maryland diss. Fcps 5/ 310mm. Pm973r/ insulated outer tube 5/ 5mm 310mm. Gn 324/ doub. Foot switch 4m cable.